Event description:
Information was received indicating that a smiths medical cadd administration set did not release the analgesia solution, even if the safety device is unlocked. The sample was not used on a patient and the sample was discarded.